Event description:
Radiation tx-head / neck area, no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, peri-implantitis, mobility.